Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to hold charge to its battery and would randomly shut off once the programmer was plugged out. It was also reported that the programmer would shut off even when connected to the power supply. The caller was advised on a replacement power supply and battery. The programmer remains in use. There was no patient involvement reported.